Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 asymptomatic employee testing for work screening purposes. The employee's manager communicated that the result was confirmed negative molecular (pcr testing) and other rapid antigen testing. An additional employee event was also communicated which is captured on a separate report. Manager communicated that over 200,000 tests have been used and this is the only account of a false positives.